Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the jejunum on a roux-en-y reconstruction, the device closed over the tissue but it would not fire. Another device was opened and worked properly. There was no harm to tissue or patient.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Visual inspection and functional testing were performed and the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.